Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-04402. Reference MFR. Report#: 1627487-2019-04403. Reference MFR. Report#: 1627487-2019-04404. Reference MFR. Report#: 1627487-2019-04406. It was reported that the drg system was not providing effective relief. As a result, the patient underwent surgical intervention wherein the system was explanted.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-04402. Reference MFR. Report#: 1627487-2019-04403. Reference MFR. Report#: 1627487-2019-04404. Reference MFR. Report#: 1627487-2019-04406.